Event description:
The biomedical engineer (bme) reported that the data acquisition unit (dau) will randomly lose power during use. This is being used with the g9 (csm-1901a) bedside monitor; and when that happens it causes the bsm-1700 being used with it to shut down and power back up intermittently without user intervention and affected patient monitoring. They found that the issue was with cable going from the g9 bedside monitor to the dau. They replaced it with another one, and the issue was resolved. There was no harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the data acquisition unit (dau) will randomly lose power during use. This is being used with the g9 (csm-1901a) bedside monitor; and when that happens it causes the bsm-1700 being used with it to shut down and power back up intermittently without user intervention and affected patient monitoring. They found that the issue was with cable going from the g9 bedside monitor to the dau. They replaced it with another one, and the issue was resolved. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the g9 (csm-1901a), but model and serial number information was noted as no information (ni), as the customer stated that they did not know this information. Bsm-1700 series bedside monitor: model: ni, sn: ni. Data acquisition unit: model: ni, sn: ni. Data acqusition unit connection cable: model: ys-107p2, sn: ni.

Event description:
The biomedical engineer (bme) reported that the data acquisition unit (dau) that was in use with the g9 monitor would randomly lose power during use. The connected bsm-1700 would then shut down and power back up intermittently without user intervention. There was no harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the data acquisition unit (dau) that was in use with the g9 monitor would randomly lose power during use. The connected bsm-1700 would then shut down and power back up intermittently without user intervention. They found that the issue was with the cable going from the g9 bedside monitor to the dau. Replacing that cable resolved the issue. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer claimed that they needed a new unit connection cable to resolve their issue and the part number was provided to the customer. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. A likely root cause for cable failure is cable damage. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. There is no significant trend regarding the issue. Nk will continue to trend and monitor the reported issue. Data acqusition unit connection cable. Model: ys-107p2. Sn: ni.